Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Customer successfully resumed insulin delivery. There was no reported adverse impact.